Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the introducer distal tip damaged, and the implant to be damaged, deformed, and separated from the pusher with no signs of activation using a detachment controller observed on the pusher heater coil. The investigation found the pusher¿s monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned microcatheter did not exhibit any damage, defects, or other anomalies that would have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation is completed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an unspecified aneurysm embolization procedure, the coil implant unintentionally detached in the microcatheter. The coil was removed and replaced with a new coil and the procedure completed successfully. The patient is doing fine.